Event description:
The customer reported being hospitalized due to high blood glucose of 295 mg/dl. The customer also reported that she woke up with high blood glucose. Then the customer took out the reservoir and changed the site. The customer reconnected the transfer guard and plunger to the reservoir she changed and no insulin exited. The customer stated that her housekeeper has already thrown it out. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-82629. Mfg. Report 2 of 2, medwatch report # 2032227-2011-02074.